Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump 150. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate, which was able to identify the root cause to be liquid penetration into the pump. The liquid led to oxidation on the hms board. The board was replaced and fen 2015-012 was applied to prevent recurrence. The pump was tested and no further issues were identified. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, CAPA (B)(4) has been implemented. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during a procedure. There was no report of patient injury.